Event description:
Same case as MDR ID:2134265-2015-03402. (B)(6) clinical study. It was reported that myocardial infarction was experienced and restenosis occurred. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. Target lesion #1 was a de-novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 15 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 3.00 mm x 16 mm promus element stents in overlapping manner, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with elevated troponin values and an event of non-stemi (st elevation myocardial infarction) was reported by the site. An ECG (electrocardiogram) was performed on the same day. It was observed that the patient experienced ischemic symptoms. The 75% stenosis located in the proximal rca was treated with placement of a non bsc drug eluting stent with 0% residual stenosis. Medication was given to treat this event. Three days later, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).